Event description:
It was reported that stent damage and catheter removal difficulties occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 7fr non-bsc introducer sheath was advanced. Following predilation, a 38 x 3.00 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and a non-bsc guide extension catheter was placed to advance the 38 x 3.00 promus premier¿ stent but the stent still failed crossing the lesion. The physician attempted to retrieve the stent into the guide extension catheter; however, the stent strut was stuck and the stent was lifted. The device was removed and additional predilation was performed with a balloon catheter. Eventually, the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged at the proximal end, the stent struts were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked 566mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and catheter removal difficulties occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 7fr non-bsc introducer sheath was advanced. Following predilation, a 38 x 3.00 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and a non-bsc guide extension catheter was placed to advance the 38 x 3.00 promus premier¿ stent but the stent still failed crossing the lesion. The physician attempted to retrieve the stent into the guide extension catheter; however, the stent strut was stuck and the stent was lifted. The device was removed and additional predilation was performed with a balloon catheter. Eventually, the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.